Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd drive pcb defective. Based on the result, we concluded that it was caused due to an excessive force applied on the ccd drive pcb. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.